Event description:
The customer stated that the accidently went swimming while wearing the insulin pump. The reported blood glucose reading was 114 mg/dl. The customer stated that he could water beneath the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.